Event description:
It was reported that the camera head was losing focus. The issue was found during reprocessing. There were no reports of patient involvement as a result of this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there were lines showing on the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a loose coupler stopper caused the reported allegation of losing focus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.